Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after vascular access nurse pulled the line, she tested with flush and noted she was not able to flush any of the lumens.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen PICC catheter for evaluation. The catheter body tip had been cut and separated prior to returning the sample. The separated catheter tip portion was not returned. The catheter showed evidence of use in the form of dried blood. Visual examination of the catheter revealed that the catheter body had ruptured towards the proximal end of the catheter body. The rupture appeared to damage the distal lumen of the catheter body while not affecting the proximal and medial lumens (this was confirmed during functional flush testing). Visual examination of the extension lines and juncture hub did not reveal any defects or anomalies. Microscopic examination of the catheter tip revealed the smooth and clean edges indicating a cut with sharp instrument (i.e. Scalpel) which is consistent with the customer report of trimming the catheter tip. Dried blood was observed in two of the catheter body lumens at the catheter body tip. The catheter body was cross sectioned in multiple locations after functional testing confirmed a blockage in the catheter body. In each of the cross sectioned pieces significant dried blood was observed in the distal lumen. The dried blood completely occluded the distal lumen and the occlusions are consistent with the blockages observed during functional testing. Splitting the catheter body along the length revealed portions of the catheter body with up to 7mm of dried blood occluding the distal lumen. Upon removing the dried blood from the distal lumen, no manufacturing defects were observed in any part of the catheter body indicating the blockages observed were related to the dried blood rather than manufacturing issues. The catheter body was cut 16.81" from the juncture hub. Approximately 6.38" of the catheter was cut off based on the nominal catheter body length of 23.1875" per catheter product drawing. The catheter body outer diameter measured 0.080" which is within specification. The rupture in the catheter body was 55mm from the juncture hub. All 3 of the extension lines were flushed with water to functionally test the catheter for blockages. When the proximal and medial lines were flushed, water exited from the catheter tip as expected. When the distal extension line was flushed, water exited from the rupture in the catheter body. Due to the catheter body damage, the remaining portion (below the rupture) could not be flushed with water. A lab inventory 0.018" guide wire was advanced through the distal extensio n line to check for blockages in the juncture hub. The guide wire passed through the juncture hub with minimal resistance and exited through the rupture in the catheter body. The guide wire was not able to fully pass through the remaining portion of the catheter body (below the rupture). When advancing from the rupture to the distal tip, a blockage was observed 82mm from the rupture. The guide wire could not be advanced from the distal tip due to dried blood in the distal lumen. The catheter body was cross sectioned in multiple locations where blockages were observed. In each of the catheter body sections where the dried blood was able to be removed without damaging the catheter wall, the 0.018" lab guide wire was able to pass through distal lumen with minimal resistance. Therefore, the blockages are likely due to dried blood within the distal lumen. A device history record review was performed on the catheter including the catheter body and all 3 extension lines and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product instructs the user to flush the catheter with saline prior to insertion. The IFU also contains specific instructions related to ensuring catheter patency. It states to "ensure patency of intended pressure injectable lumen of cath eter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." The IFU describes specific techniques for ensuring catheter patency during use. It states to establish and maintain patency by the following methods: flushing intermittently via syringe with heparinized saline or preservative-free 0.9% sodium chloride (usp) continuous drip. Positive or neutral pressure device. The customer reported defect of a blocked catheter was confirmed through functional testing of the returned sample. A blockage in the PICC catheter distal lumen was observed near the distal tip while attempting to advance a guide wire through the catheter body. The catheter body was cross sectioned in several locations towards the distal tip and significant dried blood was observed in the distal lumen. The location of the dried blood in the distal lumen was consistent with the blockages observed during functional testing and no manufacturing defects were observed in the cross sectioned catheter body. A device history record review was performed and no relevant issues were identified. Based on the condition of the returned sample and the customer report that the blockages were observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after vascular access nurse pulled the line, she tested with flush and noted she was not able to flush any of the lumens.